Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient's ipg was determined to be inoperable during the lead revision surgery (reference MFR report: 3006705815-2017-00235). As such, the ipg was explanted and replaced.